Event description:
Reportedly, the instrument was applied to tissue, the handle was squeezed to fire, and the tissue was cut. It was then noticed that staples were not placed on the tissue. The surgeon then had to hand sew the anastomosis. There was no further injury reported.